Event description:
It was reported that a malfunction alarm occurred with the customer's pump, specifically showing malfunction 16-0x20e6. There was no reported impact on the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.